Manufacturer narrative:
(B)(4). Device analysis: the analysis results found that the (B)(4) device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device, and it was tested for functionality. It fired and formed all staples, as well as completely cut the test media and the breakaway washer without incident and could be removed from the test media following IFU instruction. The staple line was complete and the staples met the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified.

Event description:
It was reported that during a low anterior resection, after successfully firing the circular stapler and hearing the washer break, the surgeon twisted the knob slightly to release from tissue and attempted to remove. The stapler was stuck to tissue and would not release and come out. He tried rotating the knob to see if that would release the stuck tissue and it would not. He was finally able to pull the stapler free, but it tore the anastomosis. He had to resect further tissue to re-anastomose. The second circular stapler worked successfully. Surgery was delayed 90 minutes due to the reported event. There were no patient consequences. There was no change in the procedure other than the additional time and the need for additional tissue to be resected and no change in the post-op care of the patient.